Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter were broken. The following information was provided by the initial reporter: cannula stuck in the cap.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter were broken. The following information was provided by the initial reporter: cannula stuck in the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2022. H6: investigation summary: bd received two unsealed 22 gauge insyte autoguard devices from lot 1200447 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that both units had the catheter and adapter stuck inside of the needle cover with the needle already retracted. Next, the device was inspected under a microscope and scratches were discovered to the inside of the needle cover and damage to the adapter hubs on both units. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a misalignment between the needle cover and the catheter. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all required personnel to raise awareness of this issue and prevent recurrence.